Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery 4 times in a day. The blood glucose reading was 350 mg/dl. The customer stated that she had tried all remedies, and no issues with the infusion set were observed. She requested replacement of the insulin pump. Nothing further reported.